Event description:
It was reported that a pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) was used. Before the physician began the procedure it was noted that the patient had a trace pericardial effusion. The procedure was continued and the closure device was successfully implanted in the laa of the patient. There were no complications that occurred during the procedure. The pericardial effusion did not change during the procedure. One hour post procedure the patient was in the acute rehabilitation unit experiencing chest discomfort. There were no hemodynamic changes to the patient, but transthoracic echocardiogram imaging showed that the pericardial effusion was larger than originally noted. At this time the physician decided not to tap the effusion, but to continue to monitor the patient. Later that same day the patients blood pressure began to drop and they still experienced chest discomfort. A pericardiocentesis was performed to treat the pericardial effusion with tamponade. 400cc of blood was aspirated from the patient and their blood pressure returned to normal. The drain was kept in place and the patient was transferred to the critical care unit for the night. The next day it was noted that the patient had lost about 2100cc of blood. The patient was stabilized after receiving blood products and did well overnight. The bleeding stopped and the patient was awake and alert. No other complications occurred. The patient was not on any vasopressor agents and was stable. The patient has since been discharged from the hospital.